Event description:
Bottles reversed in a c reactive protein latex 3 reagent kit used on the cobas integra systems. No information provided to determine if results were generated and/or if results were used to guide therapy. If additional information is received, appropriate notification will be provided.